Manufacturer narrative:
The insulin pump was retuned without a battery installed. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip. Data analysis: 06/08/2016 daily insulin total = 56.550u; 06/09/2016 daily insulin total = 34.050u; 06/10/2016 daily insulin total = 31.975u; 06/11/2016 daily insulin total = 31.875u; 06/12/2016 daily insulin total = 54.975u; 06/13/2016 daily insulin total = 58.875u; 06/14/2016 daily insulin total = 50.750u. There is no data listed for the dated of 07/17/2016 due to no battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer was discovered in the garage. The caller stated that per the death certificate, the cause of death was diabetic for fifty years and heart problems. The caller stated that the customer was mowing the grass, then fell off the tractor and passed. The caller stated that, a lot of the times, the customer had low blood glucose. The caller stated that the customer had heart disease. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.